Manufacturer narrative:
Event date: exact date unknown, used the explant date as the event date.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.